Event description:
During verification testing at the service center, it was noted that the ground prong of the ac power cord plug was broken.

Manufacturer narrative:
During testing at the service center the ground prong on the ac power cord plug was broken. The probable cause for the broken ground prong is use in the customer environment. If the ac power cord was attempted to be removed from an ac power outlet by pulling at an angle, it is possible to damage the ac power cord ground prong. This report represents all the info known by the reporter upon query by hospira personnel.